Manufacturer narrative:
On 1/27/2021, mentor became aware that the patient did not remove the implant. The patient felt she had capsular contracture but now the breast is soft. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 325cc and suffered from a deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2021.